Event description:
It was reported that the patient presented to the clinic after experiencing inappropriate shocks from the right ventricular (rv) lead due to oversensing. Imaging confirmed rv lead dislodgement. The rc lead was explanted and successfully replaced, and the patient remained stable throughout the procedure.